Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was over 500mg/dl. The customer's most current level was 127mg/dl. The customer was treated at the hospital. The customer was now on a new pump. No further assistance provided at this time.